Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had the stimulator turned on high and have been charging the device to full but they were not feeling the stimulation. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins had accidentally been turned off. The patient met with a manufacturer representative who saw the problem immediately and turned the ins back on. The patient's weight was provided. No further complications were reported/expected.